Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Rv lead was replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h3: device eval by manufacturer? Field h6: evaluation method codes and h6: evaluation conclusion codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Typical surgery related damage was noted such as dried fluid in the helix, presence of a stylet in the lead and cuts in the insulation. Detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Rv lead was replaced with a different lead. Lead has been returned for analysis. No additional adverse patient effects were reported. Additional information was received that there were not issues with the lead, physician wanted to downgrade this device.

Manufacturer narrative:
Correction to field h3: device eval by manufacturer? Field h6: evaluation method codes and h6: evaluation conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Rv lead was replaced with a different lead. Lead has been returned for analysis. No additional adverse patient effects were reported. Additional information was received that there were not issues with the lead, physician wanted to downgrade this device.